Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was observed on the rv channel. The pace/sense portion of the lead was capped. The defibrillation portion remains active.